Event description:
The customer reports she has had continuous infections and was told by a lactation consultant that her pump must be infected. The customer has cleaned her pump and replaced all accessories.

Manufacturer narrative:
A replacement pump was sent to the customer. The device was returned to the manufacturer. No evaluation was performed; device was scrapped. No conclusion can be drawn. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.